Manufacturer narrative:
After further investigation, the device invovled in the complaint is not an in2bones device. In2bones device was implanted on the right foot of the patient and the adverse event occurred on the left foot. Another device from another company was implanted on the left foot of the patient. Investigation of the adverse event stops as in2bones is not concerned by this case.

Event description:
Neofuse: the neofuse plating system is a unique plating system for ankle fusion providing a high stability and rigid fixation. The system is composed of an anatomically contoured plate, with a distal part adapted to the talar neck, and a proximal part adapted to the distal tibial epiphysis and diaphysis. The most proximal tibial hole is an oblong hole, which facilitates peroperative handling of the plate by the surgeon as it enables its temporary fixation to the bone. Event description: during a 12-month follow-up visit (on (B)(6) 2023) following an operation performed on (B)(6) 2022 for the implantation of a neofuse plate, the surgeon noticed the breakage of a screw requiring revision (date not communicated). This event was only seen on 28-may-2025 as part of a pmcf prospective study date review for the neofuse product (anonymized patient: acl, site 1).

Event description:
Neofuse: the neofuse plating system is a unique plating system for ankle fusion providing a high stability and rigid fixation. The system is composed of an anatomically contoured plate, with a distal part adapted to the talar neck, and a proximal part adapted to the distal tibial epiphysis and diaphysis. The most proximal tibial hole is an oblong hole, which facilitates peroperative handling of the plate by the surgeon as it enables its temporary fixation to the bone. Event description: during a 12-month follow-up visit (on (B)(6) 2023) following an operation performed on (B)(6) 2022 for the implantation of a neofuse plate, the surgeon noticed the breakage of a screw requiring revision (date not communicated). This event was only seen on 28-may-2025 as part of a pmcf prospective study date review for the neofuse product (anonymized patient: acl, site 1).